Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 422 mg/dl and 326 mg/dl at the time of incident. Customer¿s current blood glucose reading was 327 mg/dl. Customer also reported that the infusion set was leaked at quick release. Unable to troubleshoot for high blood glucose because call was dropped while customer was on hold. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.